Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. An accelerated outflow could be detected. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, deposits were found in progav 2.0. Result based on our investigation results, we can determine an accelerated outflow and non-adjustability on the progav 2.0. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed in on (B)(6) 2022. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same patient/event as: 3004721439-2025-00344.